Manufacturer narrative:
In-house testing confirmed the presence of the e and c antigens on retention product and product returned from the customer. No sample was submitted for investigation. A product deficiency was not identified.

Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (I and ii), lot x388.